Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17114. It was reported that the implantable cardioverter defibrillator exhibited post-sensed t wave oversensing during vt resulting in multiple inappropriate shocks between (B)(6) 2019. Programming changes were made. The device and right ventricular lead were explanted and replaced. The patient was stable before, during and post procedure.